Event description:
It is reported that the pt was revised for infection.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore the condition of the components is unk. The sterilization process for all devices produced at zimmer are validated in accordance with FDA regulations and (B)(4) to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are process according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. With the available info an exact cause for the infection could not be determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.